Manufacturer narrative:
Title: efficacy and outcomes of continuous peritoneal dialysis versus daily intermittent hemodialysis in pediatric acute kidney injury source: pediatric nephrology volume 31, pages 1681¿1689, 2016. 14 may 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from oct-2013 to oct-2015, to check the efficacy and safety of continuous peritoneal dialysis (cpd) and daily intermittent hemodialysis (dhd) was compared in 136 children aged 1 month to 16 years requiring renal replacement therapy (rrt) for aki (acute kidney injury). Peritonitis occurred in 5 cpd patients (6 %); cpd was continued with antibiotic treatment and the pd effluent turned sterile in all cases. In the dhd group, catheter related infection occurred in 5 patients (9 %); the catheter was removed and re-implanted at a different site in all cases.